Event description:
Alaris pump failed while patient was on a dopamine drip and octeatide drip; suddenly said "system failure." Pump taken down and replaced with new pump. Biomed paged to pick up pump. No harm to patient.